Event description:
The customer contact reported backflow of the fluid from the secondary tubing set into the primary solution container. The primary tubing set was being used to deliver an unspecified solution via a symbiq pump. The secondary tubing set was connected to the primary tubing set for piggyback delivery of an unspecified concentration of doxil. It was reported that the primary solution was lowered below the secondary solution container/ after an unspecified length of time in use, the nurse noted the secondary solution was flowing into the primary solution container. It was reported that the nurse clamped the primary tubing set and the doxil delivery was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4).